Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that on (B)(6) 2019 the patient underwent laparoscopic bilateral inguinal hernia repair and was implanted with one left 3dmax light mesh (device 1) and one right 3dmax light mesh (device 2). As reported approximately one month postoperative the patient presented with pain on the left and right side. As reported on (B)(6) 2019 cultures where taken of the left and right hernia sac with a positive for bacteria (peptonophilus harei) growth on the left side. On (B)(6) 2019 the patient underwent an open surgical procedure with removal of the hernia sacs and both of the 3dmax light mesh (device 1 and 2). There was positive bacteriology on both hernia sacs. The explanted samples were discarded by the user facility. Following explant the patient was monitored and treated with antibiotic for one month.